Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint that the unit was dropped. The rear case was cracked and the battery door handle was broken. The rear panel was replaced. The device was calibrated and passed the system tests before being returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 04/08/2016 phone call, 04/08/2016 email, and 04/14/2016 email.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up-report will be submitted once the investigation has been completed.

Event description:
The hospital reported that, the unit was dropped during patient transport. There was no reported patient injury.